Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Moreover, this device was explanted and was reused as a temporary pacing system paired with a temporary lead. There were no additional adverse patient effects reported. This pacemaker was eventually explanted.